Manufacturer narrative:
The device was not returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery an easy explant bit broke while unscrewing the screw. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: damaged tip of instrument. Review of event description: it was reported that the bit fractured while unscrewing a screw. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the instrument has been returned for an investigation. It shows several signs of usage. The tip of the instrument seems to be compressed and deformed. There is no fracture surface visible, instead, the machining marks at the tip of the instrument can still be seen. Measurement: the length of the torx has been measured using a microscope. The length was determined to be with 2.7426 mm, which is shorter than the specification of 3.5mm as defined in the product drawing. However, this deviation in length has probably been resulted from a compression force which had been applied. Hardness test: the hardness test has been performed by zimmer biomet's material research department and was determined to be with 53.6 to 54.1 hrc within the specification of 51 -57 hrc . The material composition has been tested by zimmer biomet's material research department and was found to be the correct one for material x46cr131.4034. Review of product documentation: device history records (DHR): the review of the DHR indicates that the product met all requirements to perform as intended. Moreover it confirms that 20 out of the 55 manufactured products have been inspected according to the charactertics indicated in the technical drawing and no failure has been detected. Raw material certificate: the raw material certificate has been reviewed. It confirms that material x46cr13 (1.4034) with the correct chemical composition has been delivered. Root cause analysis root cause determination using rmw: breakage of instrument due to inadequate design for intended performance not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Deterioration in function due to wrong maintenance possible. As the instrument has been manufactured in 2012, a deterioration in function as a result of repeated use cannot be excluded. Malfunction, insufficient device performance or durability due to user´s disregard of manufacturer´s recommendation, use error (slips,lapses, mistakes, reasonably foreseeable misuse), abnormal use beyond risk control possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Failure of surgery due to use of the device not compliant with defined indications / intended performance possible, as it cannot be excluded based on the available information. Conclusion summary the explant bit has been returned for an investigation. The instrument has not fractured, but the tip is deformed. The manufacturing records confirm that the instrument met all requirements to perform as intended. The material test confirmed that the material properties are according to specifications. Excessive force must have been applied on the instrument for the tip to be deformed and compressed. One possibility might be that the connection area (torx) of the explant bit was not fully inserted into the screw, leading to the damage of the tip due to high forces. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).